Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2366-70, serial# (B)(4) description: linear 3-6 lead 70cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient's precision system was explanted due to an infection. The patient had a prior infection not related to the device. The infection has since cleared and the patient is reportedly doing well following the procedure.